Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead experienced heart wall stimulation. High pacing threshold measurements were noted along with impedance measurement anomalies. It was found the lead had dislodged and a perforation was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.